Manufacturer narrative:
The agent reported, patient fell and the components were loose. Complaint has been evaluated and is similar to report number 1644408-2024-00352; 242-01-105, s809 - trauma, s810 - device loosening, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to fall lower body.